Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was producing a primary alarm failure alarm. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) spoke to the customer who stated that the device kept alarming a check vent code of "primary alarm failure." The customer checked the event log and found error code 1102 (primary alarm failure). The rse advised the customer to perform the troubleshooting steps in the following order: listen for audible sound from the speakers, verify that the speakers were connected, verify the braided wires were not touching the speaker housing, verify the resistance of each speaker is 6.8 to 9.2 ohms, replace speaker #1, replace speaker #2, and finally to replace the central processing unit (cpu) printed circuit board assembly (pcba). The rse provided the customer with the replacement part information for the speaker assembly and the cpu pcba. In a good faith effort (gfe) response from the customer received, it was confirmed that the left speaker was ordered and replaced to resolve the issue. The customer also confirmed that the device was fully tested and returned to service. The investigation concludes that no further action is required at this time.